Event description:
The following has been reported by customer: had a pause in the injection for an hour and then returned to inject. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.